Event description:
It was reported that patient received cgm error 42 and experienced bluetooth icon and toggle being greyed out on pump, which prevented normal sensor use. There was no reported impact to the customer¿s blood glucose level. Technical support guided patient through complete pump reset, after which bluetooth turned on again, cgm error did not recur, and patient successfully started sensor session.